Event description:
It was reported to medtronic neurosurgery that the tubing fractured approximately three inches from the distal luer lock. According to the report, the device was not retained following the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.